Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient lost 20-25 pounds and the incision in the center where the lead is looks like the lead is up against their skin. They were talking about having to do a surgery to push it further in anyways. Patient has been doing dry needling with stimulation on their back since february. Patient had to shut the device off. Patient forgot to turn it back on and it has been off for a month and the patient was doing good. It the patient touches the lead it feel like they are moving the lead back and forth. Patient is meeting with their doctor on december 8. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 28-dec-2023, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2l1qp, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on 2025-dec-19. The hcp reported that the device was casual or contributory with regards to the lead being close to the patient's skin where they felt like they were moving in back and forth as it was very close to the skin surface. The hcp reported that a lead revision was planned for 2026-jan-14. Medical notes received from the hcp indicated that the device had been off since april 2025, and the patient was doing well. The patient was doing pelvic floor physical therapy. The patient felt the lead right under their skin. It was reported that they felt the leads when wearing jeans or tighter pants and it was "causing pain." They had to wear bandages to pad the area. Upon physical exam, the hcp noted that the patient had bilateral surgical incision scars with the ins on the left and superficial. The scaring midline had a superficial palpable lead poking out towards the skin. There was slight tenderness to palpation over the lead.